Event description:
It was reported that the ilet displayed an insulin occlusion alert during use, after which the patient experienced hyperglycemia with a fingerstick blood glucose of 402 mg/dl; the caregiver removed the cartridge, administered 1.5 units of fast-acting subcutaneous insulin by pen, disconnected from the ilet, with plans to perform a supply change and reconnect after two hours. Customer care provided support that included guided device troubleshooting focused on supply change preparation. Investigation of this case revealed a reported high glucose event concurrent with an occlusion alert, with the infusion set reported as a contact detach steel set and no additional device component findings reported. Symptoms included dry mouth associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.